Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units batteries is sticking in both bays and hard to remove. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units batteries is sticking in both bays and hard to remove. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had problem with the batteries sticking in both bays and hard to remove. A getinge field service engineer (fse) replaced battery to resolve the issue. There was no patient involvement.

Event description:
N/a.